Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom error 105 was confirmed and reported symptom system error 105 was confirmed and reproduced during testing. The root cause was determined to be a seized motor. As a result, the motor was replaced.

Event description:
It was reported that a pump was alarming for a system error 105. There was no pt involvement.